Event description:
It was reported that the pt felt that the infusion device was not delivering enough insulin for the past three months. The infusion device often displayed error code e4 (occlusion). The pt was not following instructions to properly clear the error. The pt's blood glucose level got as high as 586 mg/dl at one point, at which time she corrected the blood glucose level with a manual injection of insulin. The pt switched to her back-up infusion device and did not have any further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.